Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)). After setting up of catheter, during removal of the needle, the safety clip was activated but did not go to the tip of the needle: it remained 2mm needle. The doctor was piqued.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to bbm in (B)(4) for investigation. A follow up report will be provided after the inspection results are available. We have informed our manufacturer accordingly. Reviewed the device history record and found no defects at in-process inspection and at final control inspection. The process cards show no abnormalities. (B)(4).